Manufacturer narrative:
Medical device expiration date: unknown . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was needle stick injury - post use and safety shield failure. The following information was provided by the initial reporter. The customer stated: it was reported a needle stick occurred. "We had another needle stick with bd vacutainer 21g 1-1/4¿ this morning. The stick occurred when the phlebotomist finger slipped to the side. Not forward. The employee said that the safety device went to the side and she poked herself".

Manufacturer narrative:
The following fields have been updated with corrected information: b.5. Describe event or problem: it was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder there was needle stick injury - post use and safety shield failure. The following information was provided by the initial reporter. The customer stated: it was reported a needle stick occurred. "We had another needle stick with bd vacutainer 21g 1-1/4¿ this morning. The stick occurred when the phlebotomist finger slipped to the side. Not forward. The employee said that the safety device went to the side and she poked herself". D.1. Medical device brand name: bd vacutainer® eclipse¿ blood collection needle with pre-attached holder d.2. Medical device catalog#: 368650. D.5. Unique identifier (UDI) #: (B)(4). G.5. PMA / 510(k)#: k982541.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder there was needle stick injury - post use and safety shield failure. The following information was provided by the initial reporter. The customer stated: it was reported a needle stick occurred. "We had another needle stick with bd vacutainer 21g 1-1/4¿ this morning. The stick occurred when the phlebotomist finger slipped to the side. Not forward. The employee said that the safety device went to the side and she poked herself".

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 21-apr-2022. H6: investigation summary: bd received 12 samples from 5 different lot numbers (1327838, 2017189, 2041702, 2061612, 2041701) for investigation. The lot number of the device involved with the needle stick is unknown. The samples were evaluated by visual examination and functional testing and the indicated failure mode for defective locking mechanism was not observed. In addition, bd was unable to determine the specific lot number associated with this complaint; however, a review of the device history records for the lot numbers of the samples received showed that all product specifications and requirements for lot release were met. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder there was needle stick injury - post use and safety shield failure. The following information was provided by the initial reporter. The customer stated: it was reported a needle stick occurred. "We had another needle stick with bd vacutainer 21g 1-1/4¿ this morning. The stick occurred when the phlebotomist finger slipped to the side. Not forward. The employee said that the safety device went to the side and she poked herself".